Manufacturer narrative:
Belt (B)(4) was returned and evaluated at the distributor. The reported problem (belt connection problems, code 204 and 107) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the code 204 and 107 and inability to latch is the damaged connector on the electrode belt. The root cause of the damaged connectors is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing belt connection problems, service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).